Manufacturer narrative:
An event regarding a loose acetabular shell was reported. Following a review by a clinical consultant a loose acetabular shell and osteolysis was confirmed. Method & results: device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. Medical records received and evaluation: a review by clinical consultant noted: there is an x-ray post event that confirms the cup is loose. There is clearly some poly wear present with eccentricity of the femoral head and osteolysis around the cup as well as proximal stem although the stem remains to be well-fixed in mid and distal stem sections. [...] Conclusions: a review by clinical consultant concluded: given the present amount of poly wear, this could be just normal ¿end-of-service-life¿ after 15-years of implantation or more with poly wear present contributing to osteolysis around cup as well as proximal stem. This quite likely has caused the cup loosening, the most likely explanation from the clinical perspective. The failure as such can thus be explained as being caused by osteolysis around the cup due to poly wear.[...] The exact cause of the event could not be determined because insufficient information was provided. Further information such as device details, return of device, operative reports, additional x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Revision of primary hip due to pain and shifted cup. Update: the original stem remained in and we put in a new cup (depuy) and a stryker +10 pca hb. Update from: records indicate the patient dislocated due to excessive wear of the poly.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
Revision of primary hip due to pain and shifted cup.